Manufacturer narrative:
Product evaluation: results from the product history record review indicated the product met release criteria. No malfunction can be determined at this time. Root cause: root cause has not been identified. (B)(4).

Event description:
A surgeon reported that upon opening an intraocular lens, a scratch was noted on the optic. A different iol was used to complete the procedure. There was no patient impact.